Event description:
Webcol (covidien) ref (B)(4): 70% alcohol prep pad opened in IV room. Foreign substance found inside prep pad packaging prior to use. Pad was not used. Package, foreign material and pad placed in plastic baggie.